Manufacturer narrative:
Concomitant products: product ID: 5076-52 lead, date of implant (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing impedance over 8-10 months. The lead was removed and replaced. No patient complications have been reported as a result of this event.